Manufacturer narrative:
Initial and final MDR 1896176 - MDR 3003442380-2024-10051 - device 1 of 5 e1: patient country:(B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that patient faced an issue with five infusions sets were fell off during use on(B)(6)2024 and 09-may-2024. The blood glucose level was between 100-200mg/dl. The infusion set was in use for both events about 2 days. The patient replaced infusion set and resumed insulin successfully. No further information available.